Event description:
It was reported a thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination, transesophageal echocardiogram (tee) identified a thrombus on the closure device. The patient was instructed to discontinue rivaroxaban and begin dabigatran. A follow up tee will be performed forty five (45) days post discovery of the thrombus.

Manufacturer narrative:
B3: date of event - aware date of (B)(6)2023 used as event date is unknown.